Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. No other information was provided.

Event description:
Addendum may 2, 2023: there is no patient involvement in the customer reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material in the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: electrical connector has discoloration due to water leakage; scope connector is dirty due to water leakage; due to wearing of angle wire, bending angle in up direction and play of up/down (u/d) knob do not meet the standard value; abnormal sound is made due to damage on u/d knob; adhesive of distal end rubber coating (a-rubber) has a crack and a chip; suction cylinder is shaved; control unit is discolored; due to a scratch on objective lens, flare occurs; and connecting tube, forceps elevator lever, forceps elevator knob, u/d knob, right/left knob, scope connector, distal end cover, protector of universal cord, universal cord, image guide protector, flexibility adjustment ring, grip, scope cover, control unit, switch box, and switch (sw) sw1 have a scratch. The user¿s complaint water invasion in connector was confirmed and of hanging image not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on the device reprocessing. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. There is no possibility that the device with the presence of foreign material was used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of issues of hanging image and water invasion in connector. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is presence of foreign material in the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.